Manufacturer narrative:
(B)(4). The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that the doctor performed a central pancreatectomy procedure on a patient who was dry at the end of the case and when the surgeon saw the patient on (B)(6) 2018, the patient required four pints of blood over a four-day period. The patient got about a unit a day for 3-4 days after surgery. The surgeon reports that she anticoagulated the patient post-op with a heparin drip (which she stopped when bleeding became evident). The bleeding was relatively slow and transfusion was over a few days. The surgeon reports she had no issue during the procedure with hemostasis or with generator alert screens and generally, the device worked well. She also reports she mostly used the enseal device on mesentery (approximately 2mm vessels). The patient was not re-operated and only received the four units of blood.